Manufacturer narrative:
Please note additional device implanted: (B)(4).

Event description:
On (B)(6) 2012, the pt was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. During the procedure a gore excluder aaa endoprosthesis featuring c3 delivery system was deployed on the right side. It was noted that the device crimped or kinked at the flow divider secondary to narrowing of the neck at the transition into the aneurysm sac. After multiple attempts at cannulation, the physician converted to an aorto-uni-iliac procedure. The device was extended into the external iliac with a contralateral leg component, and the aui was completed with an additional trunk-ipsilateral leg component. A cook iliac plug was placed into the left common iliac. After ballooning, a completion angio revealed a small type iii endoleak between two trunk-ipsilateral leg components. The physician will monitor the pt.